Manufacturer narrative:
The device was not returned for investigation. Arterial occlusion: it is unknown if fluoroscopy of the disc position before collagen deployment was not obtained, and the images were not provided to cardiva medical inc. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. It cannot be determined if the disc was properly placed for deployment. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event, but this is unknown. Retroperitoneal bleed: a complication such as retroperitoneal bleeding are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device. It was also noted that the patient had severe illness which could have contributed to the issues and complications, but this is not known.

Event description:
A review was conducted of the maude database on 5/21/21 and this event was located and had not previously been reported by the hospital. Cardiva medical did not receive a medwatch report copy which is normally mailed. Per medwatch report: a (redacted) year-old female admitted (redacted) 2020 via ed with sepsis, pneumonia, nstemi (non-st segment elevation myocardial infarction"), elevated troponin. Underwent left heart cath via rfa, closure with vascade device noted unsuccessful. Post-procedure, developed respiratory distress, intubated. Developed retroperitoneal hemorrhage with acute limb ischemia requiring return to surgery for right iliofemoral thrombectomy via groin incision, and 4-compartment fasciotomies. Operative findings: collagen plug from vascade device was deployed into right superficial femoral artery causing occlusion of the common femoral artery, superior femoral artery, and profunda, with right lower extremity compartment syndrome. Pt critically ill in the operating room, maxed out on pressers, with ards. With worsening status, family opted for comfort measures and pt expired (redacted) 2020. No other information provided and unable to follow up as the location and user is not known.